Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient. It was reported that they have had trouble with their controller for the past six months. The patient stated that the controller was unresponsive to touch and the screen would be blank while the controller was vibrating. It was reported that the controller had touch screen and display issues. The patient mentioned that they would need to reset their controller in order for it to work. It was reported that the controller would get stuck on the ¿looking for device¿ screen both with and without the recharger plugged in, and they would have to reset the controller. The patient stated that they hadn¿t been able to charge their implantable neurostimulator (ins). The patient also stated that they weren¿t able to connect to their ins and the controller wouldn¿t recognize when the recharger was plugged into it. It was also reported that the recharger was overheating and there were long ins charge times. It was noted that the patient didn¿t see any physical damage on any of their equipment. The patient was redirected to the repair department and a replacement recharger and controller were requested. No patient symptoms were re ported and there were no complications. Indication for use is non-malignant pain.